Event description:
It was reported that during a procedure, the fiber was forward firing when using with 189,820 joules. Another fiber was used in order to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination did not identify any defects with the potential for forward firing; therefore, the reported event is not confirmed. Additionally, examination identified a proximal fracture in the glass cap. The metal cap exhibited debris adhesion to surface, indicative of tissue contact. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures, leading to the proximal circumferential fracture. According to the instructions for use (IFU), irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified proximal fracture. There is no information that the identified proximal fracture could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, during a procedure, the fiber was forward firing when using with 189820 jules. Another fiber was used in order to complete the procedure. There were no patient complications reported.